Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have had a severe kink toward the distal end of the tubing. The contents had been deployed and the tamper tube was found to have been outside of the carrier tube. The carrier tube was returned in the fully rear-locked position. The hemostasis sheath and locator were also returned and were found to have been in good condition with signs of use. Functional testing was not performed due to the condition of the returned device. The complaint was confirmed. The exact root cause cannot be determined. The likely cause is application of off-axis forces during device withdrawal. Functional testing was not performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Explanted date - device was not explanted. Initial reporter address line 2 - (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal (a/s) disintegrated, meaning crunching noise and fell apart at the stage when they had to tamp down the external plug and were applying tension, after the click and during the withdrawal. Hemostasis failed with bleeding to surface. By cutting away the equipment there were able to extract the cord and apply direct tension with external pressure with pinched fingers on the cord externally, which seemed to have deployed the device. There was no harm to the patient.